Event description:
It is reported that the patient was revised due to severe corrosion at the neck adapter and neck head junction and a large pseudotumor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - mmc cup pn: 0100634060 ln: unknown; metasul femoral head pn: unknown ln: unknown; modular femoral stem pn: 00771301000 ln: 61146194; adapter pn: unknown ln: unknown. Reported event was able to be confirmed via revision operative notes, and doctor's office notes, including blood test results and MRI results. Device was not returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a left total hip arthroplasty revision approximately six (6) years post-operatively due to pain, severe corrosion at the neck adapter and neck head junction and a large pseudotumor. During the procedure, straw-colored fluid was encountered and evacuated from a pseudotumor previously noted preoperatively. Acetabular and femoral components were well positioned. Severe corrosion was identified on the inside of the head adapter and the neck. A significant amount of metallosis-type debris was debrided. Minimal to no bone ingrowth was noted on the acetabular cup. Acetabular osteolysis was further noted. Cup, head and taper were explanted. Cup, bearing and head implanted. No further information is available.